Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display. Unit had cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that cosmetic damage. Customer states there is cracks on the pump. The blood glucose level is unknown. Troubleshooting was not performed. Product is expected to return.